Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and (B)(6) 2012 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted. See also medwatch 2210968-2012-07540. The same patient is represented in each medwatch.

Manufacturer narrative:
Corrected narrative: it was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh was used. The patient underwent partial excision of mesh and a laparoscopic abdominal sacrocolpopexy on (B)(6) 2012 due to vaginal pain, abdominal pain, infections and hematuria. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and the patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time. This is one of two medwatches being submitted. See also medwatch 2210968-2012-07540. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Additional narrative: due to vaginal/abdominal pain, infections and hematuria the patient underwent partial excision of mesh on (B)(6) 2011 and (B)(6) 2012 concurrent with laparoscopic abdominal sacrocolpopexy. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2012. It was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence, bleeding (hematuria), and dyspareunia. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that on (B)(6) 2010 an align system (cr bard) was implanted.